Manufacturer narrative:
Concomitant products: product ID: 3587a-25, lot# 0210306550, product type: lead. Product ID: 3708760, serial# (B)(4), product type: extension. Product ID: 370876,0 serial# (B)(4), product type: extension. Product ID: 3587a-25, lot# 0210308289, product type: lead. Product ID: 3587a-25, lot# 0210308291, product type: lead. Product ID: 3587a-25, lot# 0210306552, product type: lead. Product ID: 3708760, serial# (B)(4), product type: extension. Product ID: 3708760, serial# (B)(4), product type: extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported that the patient was admitted for headache and fever. The patient had gone into the office for a headache and mild fever following lead and device implant a week prior to (B)(6) 2015; antibiotics were given and the patient appeared to be doing fine.